Event description:
While inserting the second cypher stent through the hub of the guiding catheter (mach 1 fl4), friction was encountered. Therefore, the physician removed the cypher out of the patient, and visually confirmed the distal edge of the stent was flared. The patient's demographics were unknown. The target lesion was the mid and proximal left anterior descending branch of the coronary artery. The lesion was de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Initially, a guide wire (runthrough hc) crossed the target lesion, and rotablator was conducted. Then the guide wire was exchanged for another wire (star), and pre-dilation with a balloon (mercury: 2.5/14mm) was conducted. Afterwards, a cypher (3.5/23mm) was implanted to the distal section of the target lesion with no issues. To treat the proximal lesion, a second cypher (3.5/8mm) was inserted. While inserting the second cypher through the hub of the guiding catheter (mach 1 fl4), friction was encountered. Therefore, the physician removed the cypher out of the patient, and visually confirmed the distal edge of the stent was flared. Instead of the cypher, a taxus (3.5/8mm) was implanted, and post-dilation with a balloon (hiryu: 3.5/15mm) was conducted. The procedure was successfully completed. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.